Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to loosening that occured approximately 4 years after the primary surgery. The primary surgery used the humelock ii reversed system. During the revision surgery, the surgeon explanted the ø36/+6 humeral cup. He implanted medical devices from a competing company.